Event description:
It was reported that the patient's right ventricular (rv) lead had fractures, resulting in a high capture threshold. The patient's rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of fracture and high capture threshold were not confirmed by analysis. As received a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.